Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurements in all configurations. Just one month earlier, the shock impedance was within range. Upon review of the data stored in the device, it was noted the impedance had started to go out of range four months earlier and then had gone back into range. At this time no further tests were performed, the physician is monitoring the patient and plans to bring them back in approximately one month. The rv lead and crt-d remain in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received that the x-ray did not show any significant findings, thus the patient underwent a revision procedure. Upon opening of pocket, it was discovered that the leads were coiled in the pocket in such a way that was inhibiting current flow. A revision procedure was performed where the leads were repositioned. No additional adverse patient effects were reported.